Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 408 mg/dl at the time of incident and blood glucose level was 400 mg/dl at the time of call. The customer provides details on symptoms related to the high blood glucose level episodes such as stomach was upset. Customer was treated with insulin shot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. Customer was performed displacement test and the test result was passed. Customer wish to perform the high pressure test and the test result was declined. Customer did not allege insulin pump was under delivering. Customer feel okay to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.